Manufacturer narrative:
General information: product has not been sent for investigation. Consequences for the patient: temporary damage that will heal fully and will most likely not negatively influence the user in the future. Investigation: no product at hand. Historical complaint data has been reviewed, there are similar complaints but from different batches. Batch history review: the device quality and manufacturing history record for the available lot number has been requested at the responsible q-coordinator of the production plant. The answer is still pending, the 8d-report will be updated upon receipt of the review-confirmation. No similar incidents have been filed with products from this batch. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related as there is no similar complaint from the same batch. There is the possibility that the root cause of the problem is most probably usage related. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a carbon steel safety scalpel. According to the complaint description it was reported that the nurse pricked herself with the scalpel. It occurred at the time to retract and the mechanism jammed. A second nurse wanted to help the first and caught the scalpel. The blade came out and injured her also. The nurses wore gloves. It was noted that there was negative serology, temporary impairment. The adverse event is filed under aag reference (B)(4).